Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 1 minute: 558 mg/dl (mobile) and 127 mg/dl (professional meter). At an unknown time, nurse drew blood for a lab test where the result was 120 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.